Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
A ventilator was reported with failing pressure transducer test during pre-use check. A service engineer replaced the pressure transducer printed circuit boards (pcbs) and the ventilator passed the pre-use check and was returned for clinical use. The pcbs were not returned for investigation and no logs are available. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Since no goods or logs are available, the root cause cannot be determined.

Event description:
Manufacturer's ref. #: (B)(4).